Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in needle hub was defective/damaged it was reported by the customer that one of the nurses said that the hub was cracked and leaking on on a 24g diffusics IV. The following information was provided by the initial reporter; verbatim: rcc received a complaint via email. Email(s) attached. One of the nurses said that the hub was cracked and leaking on on a 24g diffusics IV.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information was provided material#: (B)(4). Batch#: unknown it was reported by the customer that one of the nurses said that the hub was cracked and leaking on a 24g diffusics IV. Verbatim: rcc received a complaint via email. Email(s) attached. One of the nurses said that the hub was cracked and leaking on on a 24g diffusics IV product number: (B)(4).

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.